Event description:
It was reported that during a coronary artery stenting treatment procedure, a shaft fracture occurred. The 80% stenosed, severely calcified, target lesion was in the severely tortuous mid right coronary artery (rca). The lesion was predilated with a 2.0x12mm maverick balloon catheter and then a 3.5x20mm maverick balloon catheter. The physician advanced a 4.0x24mm liberte' bare metal stent (bms) to the distal 1/3 of the proximal rca, but was unable to fully advance the device to the target lesion. The device was removed. During visual examination of the device, the physician was able to "verify it was ok" and then readvanced the device into the patient. The shaft "became broken in two parts". The device was able to be removed by unspecified means. The procedure was completed with another 4.0x24mm liberte bms. There were no patient complications reported with the patient's current condition listed as "stable".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.